Manufacturer narrative:
Evaluation: no testing methods performed. No results available since no evaluation performed. Device not returned.

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was diagnosed with conjunctivitis around (B)(6) 2015. The pt reported that the eye care provider (ecp) prescribed polymixin b sulfate and trimethoprim. Pt reported that he/she thinks ¿was on eye drops for a week and then it cleared up by the next ecp visit. The pt reported that he/she was wearing acuvue oasys brand contact lenses. The pt reported that he/she can¿t recall which eye was the affected eye. The pt also reported that the suspect product and lot number is not available for return for evaluation. On (B)(6) 2016 the pt's ecp returned the call and the following additional information was obtained: the ecp reported that the pt's last cl exam was (B)(6) 2014. The ecp also reported that ¿the pt's cl prescription is now expired unless the pt has been to another ecp to get it updated.¿ the ecp reported that the pt was treated on (B)(6) 2014 for bacterial conjunctivitis ou. The ecp reported that ¿the pt was pregnant prior to the event and took diflucan which he thinks precipitated the event.¿ the ecp reported that the pt was treated with polymixin b qid ou x 7 days and was supposed to return for a fu visit, but was a no show. The ecp reported that "the pt obviously returned to cl wear without a clearance from me." The ecp reported that the pt "over wears the oasys contact lenses. The ecp also reported that he "has had many discussions with the pt regarding this.¿ the ecp also reports that the pt was advised to use a peroxide based disinfectant and advised the pt to use the lenses as daily wear product, and to replace the lenses every two weeks. This is to report the event in the pt's od. The os event wil be reported in a separate report. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On the initial submission, the patient code listed - infection, which is incorrect. The correct code should be listed as - infection, bacterial. (B)(4).